Event description:
It was reported that 3 bd intima-ii 22gax1.00in prn slm experienced leakage. The following information was provided by the initial reporter: in the CT room, it was found that the isolation plug leaked blood when using the product. The blood seeped out from the isolation plug after the enhanced CT. The customer suspected that the isolation plug was too loose. The speed was 3ml/min for the first time, and 4ml/min for the second and third times.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-dec-2022. H6: investigation summary: a device history review was conducted for lot number 2199809. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Both a photograph of the reported device and a sample were provided to aid in our investigation. Our engineers noted that the provided photograph displayed the reported leakage at the septum. The issue has been confirmed. Functional testing was performed on the retuned unit, which was found to be free of any abnormalities or leakage. Additional tests were performed on the available retention samples with similar results. Unfortunately, without the ability to review the replicate the reported non-conformance our engineers were not able to determine the root cause for this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd intima-ii 22gax1.00in prn slm experienced leakage. The following information was provided by the initial reporter: in the CT room, it was found that the isolation plug leaked blood when using the product. The blood seeped out from the isolation plug after the enhanced CT. The customer suspected that the isolation plug was too loose. The speed was 3ml/min for the first time, and 4ml/min for the second and third times.